Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that issue was the controller. After replacement of the controller, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that last time they were able to turn the stimulation on was on saturday. Caller stated now the implant is at 40% and they couldn't get it above 50%. Caller asked if they could turn the therapy off while the patient is in the hospital. Caller mentioned that they are not able to get the recharge quality to good or excellent because they could not get the recharger in the right spot. Caller stated that issue had been an issue since they were implanted and it was because of how the implant was positioned. Agent had the caller reset the recharger. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller will monitor the implant recharging after the call.